Manufacturer narrative:
3261 - multiple organ dysfunction syndrome no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # (B)(4). It was reported that the patient passed away due to multisystem organ failure.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient had been on maximal therapy with bilateral ventricular support. They were on continuous renal replacement therapy (crrt) for acute kidney injury. They also suffered from digit ischemia on their hands and feet due to pressor requirements.

Manufacturer narrative:
Manufacturer's investigation conclusion. A direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported multisystem organ failure, digit ischemia, and subsequent patient outcome could not be conclusively determined through this evaluation. The patient's outcome was reportedly not considered to be device or therapy related. The device operated as expected and was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including various forms of organ failure and dysfunction (renal failure and right heart failure) and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿right heart failure¿), states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.